Event description:
125ml of 40 meq potassium cloride (kcl) IV bag hung for patient at 17:18. Pump was programed at 50ml/hr but at 18:00 (42 minutes later) the kcl bag was noticed by the nurse to be empty. The expected run time should have been 2 hours and 30 minutes. Three nurses confirmed the pump was set correctly at 50cc/hr. The patient was asked if they felt ok and they said they were. The doctor requested a blood sample for potassium to see what the patient serum level was. It was later reported after the draw the patients potassium (k+) was 3.7 and did not appear they had received the k+. The nurse also noticed that the primary normal saline bag looked fuller than usual. There may have been a malfunction with the kcl running into the normal saline (ns) 1000 ml bag. The doctor said to wait on an EKG until the results of the potassium serum level were given. The nurse said the patient had no complaints and continued to monitor patient. It was later concluded the back up valve on the IV tubing may have malfuntioned. Unfortunately the tubing was discarded but samples of 3 different lots were sent to vendor for testing.